Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints. All information was investigated and based on the information provided, a cause for the reported expulsion (clip detaching from both the leaflets) cannot be determined. Embolism/embolus, foreign body in patient, unspecified tissue injury and recurrent mitral valve insufficiency/regurgitation resulting in dyspnea and heart failure/congestive heart failure were related to the clip completely detaching from both the leaflets (expulsion). The reported patient effects of embolism, dyspnea, tissue damage/injury, heart failure and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2024 to treat mitral regurgitation (mr). About one week following the procedure, it was reported that there had been a complete detachment of the clip, and was found in the femoral artery mr had increased from 1-2 to grade 4. Surgery was performed on (B)(6) 2024 to remove the clip from the anatomy.